Event description:
It was reported that during a surgical procedure, the bur broke, the procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available for return.

Event description:
It was reported that during a surgical procedure, the bur broke, the procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned.